Manufacturer narrative:
The reported complaint of the lcd of autopulse platform (sn (B)(4) showed a blue line on the screen and the text was not readable was confirmed during visual inspection. The root cause was a defective lcd as a result of normal wear and tear of the platform. The returned platform was manufactured in june 2015 and it is more than 7 years old, well beyond its expected service life of 5 years. Upon visual inspection, noticed a damaged front enclosure, unrelated to the reported complaint. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damage. Unrelated to the reported complaint, unable to perform the functional testing due to a broken power switch. The root cause of the power switch failure was likely attributed to wear and tear of the platform. The power switch was replaced to address the issue. Following power switch replacement, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The archive data indicated user advisory (ua) 19 (max applied load exceeded) error messages unrelated to the customer reported complaint. The load plate has detected too much weight (>270 lbs.) Being applied. The error message was not reproduced during the functional testing. User advisory is a clearable error message; user advisory (ua) 19 error message indicates that the load plate has detected too much weight being applied. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly and then restart. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for the autopulse platform with sn (B)(4).

Event description:
During shift check, the customer reported, that upon powering on, the lcd of the autopulse platform(sn (B)(4) showed a blue line on the screen and the text was not readable. Multiple batteries were used with the platform without any success. No patient involvement.